Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer contacted philips healthcare to report that the device failed shift check and displayed error code 90005 & 20003. There was no patient involvement.